Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient had a loss or change of therapy. The patient reported they have gone through all 4 programs on their patient programmer (pp). The patient mentioned they are taking medications to help them sleep. The patient stated they are waking up with ¿puddles of stool¿ in their pants. The patient stated during the day their symptoms are fine. The patient stated during the trial they had some leakage but they set a clock and were getting up every 1.5-2 hours. The patient stated they are no longer setting a clock at all. The patient stated they go through 3 pads a night. This patient stated this happened in the past 3 weeks. The patient was redirected to their healthcare professional (hcp). The patient asked if they should increase stimulation and it was reviewed that stimulation should not be painful or uncomfortable. Additional information was received from the patient. It was reported that the circumstances that led to the issue were that they were still trying to find the maximum program and stimulation to decrease stools at night. It was reported that steps taken to resolve the issue included adjusting programs and stimulation. Additional information received from patient reported that they could not feel stim and they relied on it to wake them up at night, otherwise they wake up with stool in their pants. They were not getting any synchronization between patient programmer (pp) and implantable neurostimulator (ins). Patient was setting the alarm to wake them up about every two hours since stimulation was not waking her up. Patient had been told by the rep that they should take it easy and patient stated that they were worried that they had done too much because they had to do gardening ( household chores). Patient was instructed to sync with pp during the call and pp showed stim was off. Patient confirmed they were using an antenna. Patient turned stim on and reported feeling stim in their vaginal area. It was reviewed with patient that since the device was turned off, it wasn't delivering therapy to patient to help them with their symptoms, and unfortunately there was no way to know how long it was turned off. Patient inquired about turning her pp off to save battery power. It was reviewed with the patient the pp's button use and batteries that are recommended. Patient stated that they got confused about the buttons on their pp and that the only time they were told about that was right before going into the operating room. They were stressed starting from last week. Patient indicated they had an appointment with healthcare provider (hcp) next week. There were no further complications that have been reported as a result of this event. Additional information was received from the patient. They reported that the therapy never worked for them and they are no longer using it. The patient also had an ileostomy. The patient was scheduled to have the device removed with managing physician in september and wanted to know what they should do with the external programmer. Patient services recommended that the patient follow local disposal guidance for their patient programmer and that the patient may want to hang onto the programmer until their device is fully removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). When asked to clarify the statement therapy had never worked for them, and whether this was describing an issue with the therapy or symptom control, or if there was a device issue, they replied the patient had a problem with therapy. Stimulation output was ineffective, and the patient was still having issues with fecal incontinence. The cause of the therapy not working for the patient was reportedly determined, but when asked what most likely caused or contributed to the issue, they replied, "n/a." The issue was not yet resolved. Device removal or replacement was not planned. The device was still implanted. The patient planned to remove the sacral neurostimulator at their convenience.